Event description:
During a lap cholecystectomy procedure, the er320 clip applier applied a slightly misaligned (scissored) clip. The second clip was severely misaligned (scissored), subsequently a second applier was used. The case was completed with the second applie but 3 of the clips from the second applier were slightly misaligned. No pt consequences.